Event description:
It was reported to covidien on (B)(6) 2011, that a customer had an issue with a dialysis catheter. The customer stated the catheter was leaking from the connection between the hub and the body of the catheter. The catheter has to be removed and replaced.

Manufacturer narrative:
(B)(4) 2011. An investigation is currently underway, upon completion the results will be forwarded.